Manufacturer narrative:
This is a duplicate report of 1818910-2018-53997. 1818910-2019-90977 is being retracted as it is a report duplication. 1818910-2018-53997 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim and medical records received. After review of claim and medical records, the patient was revised to address pain. X-ray indicated a loosened fully porous stem. Operative notes state that there was a small amount of necrotic tissue, the stem was found to be rotationally unstable and did not have any well-grown bone, and the cup was found to be a little bit vertical. Doi: (B)(6) 2007 - dor: (B)(6) 2018, (right hip).